Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 1286 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for a refill on the date of this report and the low reservoir alarm had occurred (B)(6) 2021. Upon checking the status it showed a low reservoir alarm (lra) and motor stall alarm. In checking the pump logs, the logs showed a motor stall and recovery occurred (B)(6) 2020 and then again on (B)(6) 2021 with no recovery. The rep denied MRI or electromagnetic interference (emi) interaction. It was reported the patient had been hospitalized for a good part of (B)(6) 2021 and over the weekend had a seizure. The hcp reported they started oral baclofen 20mg three times a day (tid), benzodiazepines, and the patient was drowsy now.  It was reported the hcp was going to fill the patient, but was having some difficulty refilling and then decided to contact mdt and not continue with the refill due to the stall. The refill process was discussed.